Event description:
It was reported that "during the cranial opening operation (about 3/4 of the operation), there was a weird sound heard from the penumatic drill motor. Then, the surgeon unlocked this af02 attachment and found the tip was broken off." No patient impact was reported. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. The returned attachment was inspected for damage. The foot on the attachment was damaged. Approximately 50% of the foot was missing. This wear occurs when the tip of the tool contacts the foot on a footed attachment during use. This condition can occur when the tool is not correctly seated in a motor collet. The tool was inspected under magnification. The distal tip of the tool was worn. This wear occurs when the tip of the tool contacts the foot on a footed attachment during use. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."